Manufacturer narrative:
The reported issue (it was reported that the catheter fell out of the patient during usage) was confirmed, as cause unknown. Per visual evaluation no damages along the catheter were found. During functional evaluation the balloon was inflated with 10cc of air using a syringe and it deflated. After the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe, the water came off due to a pinhole. The sample was observed under 10 x magnification and no embedded particles were found on the balloon area. Per dimensional evaluation, the catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body during use.